Event description:
The customer reported that the system does not start up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was replaced, hardware in the image process controller was reseated and the system was configured. The system was tested and found to be working as intended and put back into service.